Event description:
Affiliate reported that the silicone housing around the siphonguard is split. The customer reported that the valve becomes detached from the anti-siphon device as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.